Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between a supply line of the homechoice cassette and the second supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between a supply line of the homechoice cassette and the second supply bag that led to this alarm. Renal therapy services (rts) advised the caregiver (cg) the device ended therapy due to the alarm and assisted with ending therapy. The cg would start over with new supplies. Rts reviewed proper procedures per the user manual with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.